Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic revision of roux-en-y gastric bypass, while being applied to gastrojejunostomy the device was broken. It was not fully secured to plastic piece and came off without the string being cut. They used another device in order to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.